Event description:
Add'l info rec'd from MFR 7/8/04: MFR found that the system operated properly and met all specifications. However, MFR found that the pressure limit for the device had been set at the institution to 150 mm hg, instead of the 300 mm hg, recommended for high flow situations. MFR views the failure to achieve the proper flow rate in this situation as operator error.

Event description:
This fms 2000 is capable of pumping 10 ml/min to 500 ml/min. Pt came into the o.r. And this machine was used. When pushing the 500 mg/min key on pad the machine would not pump more than 200 ml/min.